Event description:
A 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent system was used to treat in stent restenosis inside of a previously deployed stent in the lad #9. The target lesion was described as a non-tortuous, non-calcified, presenting 75% stenosis. A guide wire was advanced to the lesion in the lad #9, and another guidewire was advanced to mid lad. Then the target lesion was pre-dilated using a 2.5mm diameter x 9mm length nc sprinter rx balloon dilatation catheter. It is reported that when deploying the endeavor rx drug-eluting coronary stent, pressure was given firstly at 9atm and secondly at 16atm. Then a small dissection at distal side of the lesion was confirmed. The previously used nc sprinter rx balloon dilatation catheter was used to hold the dissection. Subsequently, it was confirmed that the stent was successfully deployed and there was no problem with the lesion condition. The physician denied a causal relationship between the device and the event. The physician indicated that this type of mild dissection is an inherent risk of procedure. He also indicated that the vessel diameter distal to the lesion was quite narrow and this may have also contributed to the event. The pt is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
Other (secondary intervention; nc sprinter balloon dilatation catheter used to treat the dissection) - evaluation results, conclusion: (dissection), (narrow vessel diameter distal to target lesion).